Manufacturer narrative:
H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the cuff inflated unevenly, more on one side than the other. Caused excessive leaking and discomfort to the patient. There was no medical intervention required. The outcome of the event was resolved.